Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a revision due to fracture of oxford bearing.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. Summary of investigation from far494: an oxford meniscal bearing was revised after 12 years due to bearing fracture. The oxidation, delamination, cracking and plastic deformation seen on both the anterior and posterior portions of the revised bearing suggests that it was subject to adverse loading and associated elevated stresses. This may have been caused by impingement, which could have been against some residual bone cement or an osteophyte. The bearing has been measured and compared with the relevant manufacturing drawing in order to assess the wear and level of deformation. The posterior edge of the bearing had reduced by 1.58 mm, giving an approximate linear wear rate of 0.13 mm/yr in this region. Psychoyios et al. Describe the linear wear rate of well-functioning oxford replacements to be 0.01 mm/yr and that of impinged or badly pitted components to be 0.08 mm/yr. The estimated wear rate in this instance is further evidence that the bearing was likely subject to impingement which may have accelerated the wear rate of the bearing and contributed to its eventual fracture. Kendrick et al. State ¿the detrimental effects of impingement highlight the need for careful surgical technique in the adequate removal of retained osteophytes, cement, and the rim of bone left on the anterior aspect of the femur after milling.¿ the supplied radiographs show the presence of third-body debris present posteriorly in the joint space, which may be the source of the likely impingement. This may be an osteophyte or bone fragment that was not removed during the primary procedure. The articulating surface of the bearing also show signs of pitting and scratching which may be indicative of third-body wear. The aforementioned debris may also have contributed to this possible third-body wear seen on the bearing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.